Manufacturer narrative:
(B)(4). The service engineer found a burn at capacitor (c21) on the control printed circuit board (pcb). The pcb was replaced and the device passed all testing.

Event description:
During service, a ventilator had a battery pac failure. There was no patient involvement.